Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they put in their implantable cardioverter defibrillator (ICD) system they did not secure a secondary lead. This secondary lead is loose, and it is causing spasms/tremors throughout their body and it just started after implant. The physician told the patient that it was not their heart and there is nothing they can do about it. The patient stated the tremors are bad but thankfully they can sleep at night. But if they sleep on their back it feels like a kick; like they are being jolted. The physician is thinking the loose lead is causing my diaphragm to contract. But because it is a secondary lead they are not doing anything about it. This secondary lead remains in use. No further patient complications have been reported as a result of this event.